Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for primary osteoporosis. It was reported that when the 20 balloon was inflated with bkp, the dilating pressure became 0, and when looked closely, the contrast media was leaking. It was said that the cement was filled without any problems. There was rupture occurred on the balloon. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that no malfunction with cement and mixer. There is no cement leakage. The product came in contact with the patient. The balloon broke in the vertebral body. After removing the balloon and cleaning, cement could be injected, and the operation was completed without problems.